Event description:
A customer contacted beckman coulter inc., (bec) and reported a bloody fluid leak on the right side of the coulter lh 750 hematology analyzer. The volume of the leak was approximately 3cc and it had spilled onto the countertop. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, gloves, and glasses. There was no exposure to mucous membranes or open wounds. Medical attention was not sought. The material safety data sheet (msds) was not reviewed; however, it is readily available on the beckman coulter, inc. Website. There is an exposure/risk management plan available at the facility. There were no erroneous results reported in connection with this event. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) found leaking around the differential mixing chamber. The fse cleaned the leak residue on, under, and around the differential module and under the triple transducer module (ttm), and replaced the differential mixing chamber and associated drain pinch valve and tubing. Parts were contaminated with blood and are not being returned. Per fse, it was not determined if the pinch valve tubing or the differential mixing chamber was the cause of the leak. (B)(4).